Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, an insulation anomaly was seen on the atrial lead under a suture. The lead was explanted and replaced. There were no adverse consequences to the patient.